Event description:
It was reported, the pt experienced an increased recharge burden over time and the ipg site was painful to touch. The pt's scs system was removed.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.